Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and following placement of the left ventricular (lv) lead, the physician began to slit the delivery catheter and the body of the catheter separated at the halfway point in the slit. The remnant of the catheter had to be slit manually using the litter and clamp on the remnant of the catheter. The remainder of the catheter body was slit and removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. The catheter did not along the score lines. Visual analysis of the lead indicated damage during use. The analyst noted spiral slitting led to the catheter being broken into two pieces. If information is provided in the future, a supplemental report will be issued.